Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots. It was stated the the patient had the lens placed in the suclus, which reportedly can cause a little inaccuracy. Emmetropia was planned, which seemed to have worked: results were -0.5 cylinder +1.25/24°. The eye was non-irritating, nothing special happened, except a vitrectom-fibre, where it should not be - but this was not related to the lens.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR) / labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.